Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the marking of successful occlusion was inaccurate after using a 7f exoseal vascular closure device (vcd). The indicator window changed to black/black with active blood flow from the bleed-back indicator still present. Compression was held for 20 minutes; no bleeding was confirmed, and the patient was escorted safely back to the intensive care unit (ICU). There was no reported patient injury. There was no difficulty deploying the plug. The vascular sheath introducer was not retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The procedure used a retrograde approach. The user was trained to the device. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was stored and prepped according to instructions for use (IFU). The device will not be returned for evaluation. The reported event of ¿indicator window-incorrect indication¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the indicator window changing to black/black while bleed-back was still present. However, vessel characteristics (although it was reported that there was no visible calcium/plaque at the puncture site), and/or handling factors possibly contributed to the issue reported since the indicator wire can anchor on calcium/plaque while still in the artery. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the special patient population within the IFU, ¿the safety and effectiveness of the exoseal vcd has not been established in the following patient populations: patients with fluoroscopically visible calcium, atherosclerotic disease, or stent = 1 cm of the puncture site.¿ additionally, the IFU cautions that procedures should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. It also cautions, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ if pulsatile flow is still present from the bleed-back indicator when the indicator window changes to black/black, the user is trained to assess that the bleed back port is still within the vessel, and to discontinue use of the device. Based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the marking of successful occlusion was inaccurate after using a 7f exoseal vascular closure device (vcd). The indicator window changed to black/black with active blood flow from the bleed-back indicator still present. Compression was held for 20 minutes; no bleeding was confirmed, and the patient was escorted safely back to the intensive care unit. There was no reported patient injury. There was no difficulty deploying the plug. The vascular sheath introducer was not retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The procedure used a retrograde approach. The user is trained to the device. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was stored and prepped according to instructions for use (IFU). The hospital reported it as an adverse event to the china nmpa directly. The device will not be returned for evaluation.